Manufacturer narrative:
Result of investigation: the root cause of the issue was considered as user fault. Circuit system and start-up self-test failed due to an internal leak caused by a not well applied o2 sensor. No alarm 401 was triggered after several start-up, inspiration valve test has passed and haven't heard any feedback from the customer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The screenshots taken are not showing a leak of the inspiration valve. Vyaire technical support asked the customer to restart the vent 10 times and perform the inspiration valve test then send the result. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 alarmed 401 "inspiration valve or device leaky that is frequently triggered during a start-up due to error 3 (initial flow 5lpm). However, some start-up procedure are visible without any alarms triggered. There is no information of patient involvement associated from the reported event.